Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with 300cc mentor smooth round moderate profile saline breast implants experienced night sweats, tingling in fingers, shoulder pain, joint pain, mid back pain, neck pain, raynaud's type symptoms in finger and toe tips, anxiety, depression, short term memory, anti-social, extremely low libido, sleeping problems, vision issues, constant fatigue and fibroids post procedure. As a result, patient has a planned explantation on (B)(6) 2020. This report is for the left sided device. See 1645337-2019-25498 for contralateral prosthesis report.